Event description:
The device was used during a esophagectomy procedure. Reportedly, the instrument broke. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.